Event description:
Reprise IV study. It was reported that complete heart block occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on prior regimen of aspirin and other antiplatelet medication at the time of index procedure. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial and complete resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. Post procedure: on the same day of the index procedure, subject was noted with complete heart block, the transvenous pacemaker was left in place and the patient was admitted to coronary care unit. One day post index procedure, a dual chamber pacemaker (MRI conditional boston scientific) was implanted successfully. The event was considered to be recovered with sequelae. The subject was stable and transferred to intensive care unit for close follow up. No complications occurred post permanent pacemaker implantation. Post ppm implantation, physical condition of the subject was fair and physiological status was good. The subject was discharged on plavix 75mg once per day. It was further reported that: post valve deployment, the subject developed complete heart block requiring pacing. Temporary transvenous pacing was left in place at a rate of 60 bpm due to intermittent heart block; further observation was recommended. Upon arrival to cardiac care unit(ccu) the subject was hemodynamically stable; however, complained of chest pain and was placed on oxygen at 15l/min via nonrebreather mask for 100% o2 saturation and symptomatic relief. Electrocardiogram (ECG) strips revealed left ventricular hypertrophy with repolarization abnormality. Event electrocardiogram revealed significant complete heart block and ventricularly paced rhythm at a rate of 60 bpm. The patient was discharged on aspirin. The event was considered recovered/resolved with sequelae.

Manufacturer narrative:
A1 patient identifier: corrected from (B)(6) to (B)(6).

Event description:
Reprise IV study it was reported that complete heart block occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on prior regimen of aspirin and other antiplatelet medication at the time of index procedure. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial and complete resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. Post procedure: on the same day of the index procedure, subject was noted with complete heart block, the transvenous pacemaker was left in place and the patient was admitted to coronary care unit. One day post index procedure, a dual chamber pacemaker (MRI conditional boston scientific) was implanted successfully. The event was considered to be recovered with sequelae. The subject was stable and transferred to intensive care unit for close follow up. No complications occurred post permanent pacemaker implantation. Post ppm implantation, physical condition of the subject was fair and physiological status was good. The subject was discharged on plavix 75mg once per day. It was further reported that: post valve deployment, the subject developed complete heart block requiring pacing. Temporary transvenous pacing was left in place at a rate of 60 bpm due to intermittent heart block; further observation was recommended. Upon arrival to cardiac care unit(ccu) the subject was hemodynamically stable; however, complained of chest pain and was placed on oxygen at 15l/min via nonrebreather mask for 100% o2 saturation and symptomatic relief. Electrocardiogram (ECG) strips revealed left ventricular hypertrophy with repolarization abnormality. Event electrocardiogram revealed significant complete heart block and ventricularly paced rhythm at a rate of 60 bpm.

Event description:
It was reported that complete heart block occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on prior regimen of aspirin and other antiplatelet medication at the time of index procedure. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial and complete resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. Post procedure: on the same day of the index procedure, subject was noted with complete heart block, the transvenous pacemaker was left in place and the patient was admitted to coronary care unit. One day post index procedure, a dual chamber pacemaker (MRI conditional boston scientific) was implanted successfully. The event was considered to be recovered with sequelae. The subject was stable and transferred to intensive care unit for close follow up. No complications occurred post permanent pacemaker implantation. Post ppm implantation, physical condition of the subject was fair and physiological status was good. The subject was discharged on plavix 75mg once per day.